Event description:
The manufacturer was contacted alleging that the necessary ventilation volume was not reached. The ventilator was returned to the manufacturer for evaluation. Due to e 133 -sensor pca must be replaced, due to e 344 and e 349 obm pca must be replaced, \nobm blender gasket and blower bell are contaminated, rubber feet and handle o-ring normal wear, 43micron filter is contaminated, whisper cap contaminated, pollenlter must be replaced due to preventive maintenance.